Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls (qcs) were within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse verified the wash sequence operation, checked probe dispenses and alignment, checked acid and base dispense volumes, checked dark counts, and checked sample probe operation. There was no indication that an instrument malfunction contributed to the discordant result. Siemens further investigated this issue and determined that this issue was isolated to a single sample. Siemens determined that preanalytical sample variables potentially contributed to the discordant, falsely elevated total human chorionic gonadotropin result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on a patient sample on an advia centaur xp instrument. The customer reported that the discordant result was obtained on the secondary tube. The customer explained that the patient blood was collected in a serum separator tube (sst) and the lab poured the sample into a secondary tube prior to processing it on the advia centaur xp instrument. The discordant result was reported to the physician(s). On 17-oct-2019, the physician(s) questioned the result. The customer ran the original sst and secondary tube on the same instrument; the repeat results were lower than the discordant result. The total hcg result of <2.0 miu/ml was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated total hcg result.